Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 1750mcg/ml at 25mcg/day. It was reported that, at the last two refills, the patient had increased residuals. The reporter was unaware of signs or symptoms. An x-ray showed the catheter at t11. The pump needed to be replaced, so the provider wanted the catheter replaced. A partial catheter replacement occurred on (B)(6) 2026. The catheter was tied off. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved. The hcp had no further information regarding this event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-may-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.